Manufacturer narrative:
The actual sample involved in the reported incident was discarded and is, therefore, not available for evaluation. However, a representative unit from the same reported lot number will be sent for evaluation. Additional information regarding this incident has been requested. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4).

Event description:
A (B)(6) old child was cannulated with a 24g bd insyte autoguard device at (B)(6) hospital. The patient was transferred to (B)(6) children's with the catheter insitu. The catheter was removed in to and resite performed. The old insertion site was covered with a transparent dressing. When the patient arrived in recovery, the nursing staff noticed the old catheter insertion site was continuing to bleed. Upon further investigation, it was found that the catheter had separated from the hub and remained lodged in the child's vein. The catheter was removed without injury to the patient. Upon questioning, the reporting staff member from (B)(6), was unable to confirm whether scissors or a similar sharp device was used to remove the outer bandaging from around the affected catheter site at the time of removal.